Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving hydromorphone (15 mg/ml at 8.889 mg/day) from an implanted pump. The indication for use was non-malignant pain and degenerative disc disease. On (B)(6) 2016 a motor stall was seen during an interrogation. The patient had not had a recent MRI. The logs showed multiple stalls and recoveries as well as a tube set message. The hcp noted that the pump had been refilled on (B)(6) 2016 and the first stall occurred on (B)(6) 2016 at 05:31 with a recovery on 21:07. The second stall occurred on (B)(6) 2016 at 11:41 with a tube set on (B)(6) 2016 with no recovery as of (B)(6) 2016. The patient was asymptomatic and it was noted that the audible alarm had been confirmed. The hcp reported that they had a surgery day next week to schedule the pump replacement. Additional information was reported by the company representative via the consumer on (B)(6) 2016. It was reported that the pump had been set to minimum rate and was scheduled for replacement on (B)(6) 2016. At the time of the report the patient was alive with no injury. The issue was not resolved at the time of the report.

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the programming date from the most recent refill prior to the event was (B)(6) 2016. The device diagnosis was a pump motor stall and the pump was replaced/explanted on (B)(6) 2016. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.